Event description:
After the essure was implanted my whole life changed. I've been having super heavy bleeding. I've been having lots of pelvic pain, fatigue, swelling on feet and face, lots of pain when in period and sometimes my period lasts 2 months non-stop, blood clots, tiredness headaches. At times it feels like my ovaries vibrate and it feels like a baby moves inside me. Lower pain. I feel like ants walk all over my legs and abdomen. Feel like contractions at times. Very sleepy. I get fevers every other day with chills and nausea.